Event description:
After an atrial flutter right procedure, it was reported that there was a burn noted in the patient¿s left upper back in the post-procedure care unit. There was no treatment administered to the patient, it was discharged and in stable condition. On (B)(6), received additional information requested from the customer stating that the burn was classified as a 2nd degree. After the procedure, it was removed the grounding patch and noticed the burns underneath the entire patch. The patient required medical treatment. The customer states that the causality of this adverse event may possible be device and/or procedure related.

Manufacturer narrative:
Investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4). After an atrial flutter right procedure, it was reported that there was a burn noted in the patient¿s left upper back in the post-procedure care unit. There was no treatment administered to the patient, it was discharged and in stable condition. The device was tested and no issue was found. The rf-power control/security control (nis) was updated. The device was subjected to preventive maintenance (pm), safety and functional testing and all tests passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The customer complaint was not confirmed.